Event description:
The user's hearing perfomance has deteriorated. The user has not progressed with the device and reports little to no speech perception with the implant after 6 months of consistent device use. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition 1 electrode was left extra-cochlear since initial implantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance has deteriorated. The user has not progressed with the device and reports little to no speech perception with the implant after 6 months of consistent device use. The recipient currently has 7 channels. Re-implantation is being discussed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.